Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore review of the manufacturing records could not be completed. Related medwatch for the catheter 2015691-2016-01853.

Event description:
As reported, after inserting the swan-ganz pacing catheter inside of the introflex percutaneous sheath introducer it was not possible to fixate it inside of the introducer when the contamination shield was connected to the introducer valve housing. The physician was not able to secure the swan-ganz catheter with the contamination shield but was able to secure the swan-ganz after fully securing by using tape. There was no allegation of patient injury. The swan-ganz bipolar pacing catheter is available for evaluation. Unfortunately, the introflex percutaneous sheath introducer was discarded at the hospital.